Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (wires exposed, "add gel" messages) has been confirmed. Upon investigation, the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, damaging wires and causing the reported "add gel" messages. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The patient received a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report that wires were exposed on his electrode belt and the he was receiving "add gell" messages without prior gel release. The pt was issued a replacement electrode belt.